Manufacturer narrative:
(B)(4). The reported patient effect of stenosis is listed in the supera instructions for use as a known potential patient effect associated with the use of the device.

Event description:
As it was reported that the stent was re-opened, although not reported, there was possible stent restenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation as the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, the patient effects and relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2017, a supera 6 x 120 self-expanding stent was implanted in the left superficial femoral artery. On july 11, 2017, the patient was re-vascularized and the stent was re-opened. No additional information was provided.